Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: revision thjr. During use while extracting a pinnacle poly liner the fine tip on the end of the instrument's "jaws" was broken off. This was noticed by the surgeon at the time and the broken piece immediately removed from the wound and discarded as a sharp.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip damage. Previous investigations found misuse as a contributing factor if the instrument is levered back and forth while attached to the liner with this tab in the ard of the cup, the levering movement may contribute to the tip fracture and/or bending damage. It is also possible that once the liner is removed from the cup if the mechanism to release the liner is not fully unscrewed and the liner is more forcefully removed by hand this tip can be damaged, either causing the fracture or at minimum adding to material fatigue. Based on similar evaluations, the root cause is attributed to user error. Due to the root cause of user error, corrective action is not needed. Continue to monitor via (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.